Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Oral-b brush head broke off during brushing, head got loose and later detached in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via phone on (B)(6) 2017 that an oral-b brushhead, version unknown broke off while brushing with an oral-b rechargeable toothbrush, version unknown. The reporter stated the head got loose and later detached in his/her mouth. The brush head was the third from a pack of 4 or 5. No symptoms developed.

Manufacturer narrative:
On (B)(6) 2017 product investigation results: the reporter returned one toothbrush head on (B)(6) 2017 that was identified as an oral-b power oral care refill precision clean on (B)(6) 2017. Toothbrush head confirmed to be counterfeit.

Event description:
Oral-b brush head broke off during brushing, head got loose and later detached in mouth [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a consumer, age and gender unspecified, reported via phone on (B)(6) 2017 that an oral-b brushhead, version unknown broke off while brushing with an oral-b rechargeable toothbrush, version unknown. The reporter stated the head got loose and later detached in his/her mouth. The brush head was the third from a pack of 4 or 5. No symptoms developed.